Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors distorted, the proximal conductor was distorted, the lead appeared damage at implant and the lead was stretched.

Event description:
It was reported that the lead showed increased thresholds. The lead was explanted and replaced with an active fixation lead. No patient complications have been reported as a result of this event.